Event description:
It was reported that the patient presented in clinic due to oozing and tenderness at the incision site of the pulse generator. It was resolved by antibiotics. The device remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Please correct this report 2017865-2014-08327, this event should not have been reported as a medical device report (MDR).